Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). We received one unused perifix one 401 filterset without package. The received samples were subjected to a visual inspection for damage. Damage or manufacturing defects were not detected. Furthermore, the epidural catheter was new mounted into the catheter connector to the housing stop and checked for function. After connection (up to the stop of the connector) a function (flow) was no problem. A fault reconstruction wasn't possible, the complaint is saved, however, for statistical purposes. The checked samples agree with our specifications. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in taiwan): connector loose